Event description:
During an unknown procedure using a bioraptor 2.9 with 1 ultrabraid, it was reported that the anchor did not stay in the patient¿s bone. The suture thread broke and all pieces of the device were removed. A backup bioraptor was inserted and placed into the same site. A drill and tapper were used to prep the site. The patient was okay post procedure. There were no reports of patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).